Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power alert occurred while charging the pump battery and the usb port/usb cable smelled like "burnt rubber". Customer replaced power adapter and usb cable. Customer's blood glucose was 248 mg/dl.